Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2016-11477. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A "little trivial" effusion in the right ventricle was noted at baseline. A watchman access system (was) was positioned in the laa and a 24mm watchman laa closure device and delivery system (wds) was advanced. The closure device was deployed and three partial recaptures were performed successfully. The closure device was implanted with a complete seal noted. After the procedure the pericardial effusion appeared to have increased slightly, but was <10mm. No additional intervention was required and the patient status is stable.